Manufacturer narrative:
It has been clarified that one comment concerned lymphocytes and the other comment concerned neutrophils. A specific root cause could not be identified. During the investigation, the issue could not be reproduced. A review of the data logs did indicate any issues. It was suspected the issue was related to a failure in the index calculation of the table. A modification in the database could have altered the index of the comments table resulting in a wrong query result. After recalculation of the index of the database, the customer stated the issue still recurred. However, it could not be verified if the database had previously been modified. Further investigation was not possible as the database was manually updated. No issue with the software could be confirmed.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that the comments for one sample order were shown in the sample order information for a different patient sample in the cobas infinity software version 2.0.14. The order, with (B)(6) had a test with one comment, but two comments were shown in the report and in the validation screen. When checking the comments table within the software, the two comments were found to be from different orders, but shared the same results. Only one instance was observed. The issue was detected by the customer when she saw a pre-report. No adverse events were alleged.